Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the sensor popped out of the clip every five minutes. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.